Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. A 2.75 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. No damage was observed during unpacking or preparation, no other devices were present in the vessel, and the device advanced smoothly over the wire and guidewire. During the initial inflation at 6 atm for 30 seconds, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. D4: lot number updated.

Event description:
It was reported that the balloon ruptured. A 2.75 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for use. No damage was observed during unpacking or preparation, no other devices were present in the vessel, and the device advanced smoothly over the wire and guidewire. During the initial inflation at 6 atm for 30 seconds, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication reported.